Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was deployed in the laa and released. Following release, imaging assessment demonstrated a prominent shoulder in three out of four views. Release criteria were subjectively considered not fully met due to the degree of shoulder and relatively proximal positioning. The closure device was observed post-release and remained stable without evidence of further migration or instability. No corrective action was taken and the procedure was concluded. No patient complications occurred. A follow-up transesophageal echocardiogram (tee) is planned at 45 days which is routine.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037818796. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift. Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was deployed in the laa and released. Following release, imaging assessment demonstrated a prominent shoulder in three out of four views. Release criteria were subjectively considered not fully met due to the degree of shoulder and relatively proximal positioning. The closure device was observed post-release and remained stable without evidence of further migration or instability. No corrective action was taken and the procedure was concluded. No patient complications occurred. A follow-up transesophageal echocardiogram (tee) is planned at 45 days which is routine.